Event description:
The lay reporter contacted lfs alleging that the patient's one touch ultra meter does not power on. The patient first noticed the alleged issue on (B) (6) 2010. The patient did not do anything differently due to the alleged issue. Approximately 2-3 weeks after the reported issue began, the patient felt sweaty and dizzy. The patient did not seek any medical attention or contact their physician for assistance. This is not the first time the product is being used. The patient denied any misuse of the product. The meter did not power on by pressing the power button. The patient was using the correct vial of test strips. The issue was not resolved via troubleshooting. The product was replaced. The complaint is being reported since the patient alleged that due to the reported issue, the patient was unable to test and 2-3 weeks later developed symptoms of feeling sweaty, which is suggestive symptom of hypoglycemia.

Manufacturer narrative:
Lot # was not provided. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.